Event description:
It was reported that the customer experienced air bubbles the day prior. The customer experienced high blood glucose of 317 mg/dl due to the presence of air bubbles. The customer stated that air bubbles showed up two or three times per day. The customer stated that she was bed ridden. The customer declined troubleshooting. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests. The insulin pump was received with cracked case at display window corner, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.